Event description:
During product service by a service technician, a flogard infusion pump was found to have experienced the door open alarm. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. The cause of the door open alarm was determined to be a broken pump door; the cause of the broken door was not determined. To correct the condition, the pump door was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.